Event description:
Pt called lfs and alleged that their meter would not power on. The pt attempted to use the meter at 7:00 am and it would not power on. They stated that they went to their physician's at 8:oo am. They were feeling disoriented at the time. The doctor's meter read 425 mg/dl and the pt did receive treatment. The pt stated that they took insulin after attempted use of the meter. The issue with meter was not resolved. Based on the info provided, the meter did malfunction. The pt was unable to test on their meter, which led to a serious injury. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to try to reach the pt for more clinical info. The meter has been replaced for the pt. No further info has been reported.